Manufacturer narrative:
(B)(4). Eval, results: endoleak. Results and conclusion: aggressive ballooning.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 34mm diameter right common iliac aneurysm. Vessel morphology was reported as unremarkable except for a small area of focal stenosis on the right (contralateral) side. The bifurcated stent graft was implanted on the left side, followed by the main contralateral limb (ref MFR #2953200-2011-01314) and a (ref MFR #2953200-2011-01315) on the right side, with a 3 - 4cm overlap between these two devices. On the final angiogram run there was a small type 3 endoleak coming from the junction between the two devices. This area was ballooned very aggressively with a reliant balloon using a 35 cc syringe. It is unk how much fluid was injected, but the injection was rapid and the balloon elongated during the process and ruptured (ref MFR (B)(4), 2953200-2011-01316). There was no fabric tear or vessel rupture; however, the endoleak did not resolve. An iliac enlw1613c82e was used to reline the junction area and successfully resolved the endoleak. No clinical sequelae was reported and the pt is fine.